Event description:
Customer's wife reported that her husband was hospitalized due to diabetes ketoacidosis. Customer's wife states that husband woke up with a blood glucose reading of 400 mg/dl and when he went to he doctor his blood glucose reading was 600 mg/dl. Customer was vomiting and confused. Hospital treated with fluids. The current blood glucose reading is 230 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.